Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, upon delivery catheter system (dcs) removal, digital subtraction angiography (dsa) was performed that showed no issues. Subsequently, the 18 french (fr) non-medtronic (dryseal) outer sheath was removed. During hemostasis, a decrease in peripheral blood flow was noted, and a repeat dsa was performed that revealed a dissection at the left femoral artery access site. Subsequently, two 8 millimeters (mm) by 40 mm non-medtronic (epic) vascular stents were placed, and peripheral blood flow was secured concluding the procedure. It was noted that the first dsa did not reveal any issues because the non-medtronic (dryseal) sheath was inserted, thus covering the dissection and maintaining blood flow. Additional information was received that a pre-implant balloon dilation was performed with an 18 mm balloon. The minimum diameter of the access vessel was 5.6 mm. The dissection occurred after the procedure was completed during removal of the non-medtronic sheath. Per the physician, the exact cause of the dissection was unknown, but it was attributed to the non-medtronic sheath which had been inserted and not the delivery catheter system (dcs) or the guidewire.

Event description:
It was reported that following the implant of a transcatheter valve, upon delivery catheter system (dcs) removal, digital subtraction angiography (dsa) was performed that showed no issues. Subsequently, the 18 french (fr) non-medtronic outer sheath was removed. During hemostasis, a decrease in peripheral blood flow was noted, and a repeat dsa was performed that revealed a dissection at the left femoral artery access site. Subsequently, two 8 millimeters (mm) by 40 mm non-medtronic vascular stents were placed, and peripheral blood flow was secured concluding the procedure. It was noted that the first dsa did not reveal any issues because the non-medtronic sheath was inserted, thus covering the dissection and maintaining blood flow.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.